Event description:
Per info from quality analyst during an "arch" procedure, on a pt who had come from intensive care to the or, a "cerebral vascular accident" (stroke) occurred. Boston scientific furnishes a convenience kit for inclusion on a procedure pack tray. Lab cannot confirm relationship of the event to the product. Sample discarded at the hosp.